Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) after playing volleyball. Technical services review of the episode showed that under the patient's increased heart rate due to activity, there were morphological changes that led to oversensing by the s-ICD. It was recommended to assess the other programming vectors under stress and try to reproduce the morphological changes in order to achieve the best programming for this active patient. The s-ICD remains in service.